Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain/muscle achness lower back unable to walk/ sit') in a 36-year-old female patient who had essure (batch no. 827924) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2010, heavy periods, stress incontinence, retention with overflow, syncope vasovagal, anxiety, crushing injury of finger, depression, pelvic pain, muscle pain, lumbar pain, leg pain, serum potassium increased, thrombocythemia and thrombocytopenia. (As per mr): on (B)(6) 2011: patient underwent rad hysterosalpingogram. Previously administered products included for an unreported indication: ocp. Family history included endometrial cancer. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since 2002 for birth control as well as alprazolam (eureplax) from (B)(6) 2015 to (B)(6) 2017, eletriptan from (B)(6) 2018 to (B)(6) 2018, metoclopramide from (B)(6) 2014 to (B)(6) 2017 and rizatriptan from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)excessive cloting/heavy periods") and dysmenorrhoea ("dysmenorrhea(cramping) excessive cramping"), 4 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("ankle joints aches"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced fatigue ("fatigue"). The patient was treated with ethinylestradiol;norethisterone acetate (junel) and surgery (hysterectomy (full) - (uterus and cervix removed)removed tubes and ovaries left in place). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, dysmenorrhoea, fatigue and arthralgia outcome was unknown and the menorrhagia and migraine had resolved. The reporter considered arthralgia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: coil completely released with 3 coils in the endometrial cavity. Procedure repeated on the right side with similar results. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: essure implants in place.. Lot number: 827924 manufacture date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain / muscle achiness lower back unable to walk / sit') in a (B)(6) year-old female patient who had essure (batch no. 827924) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine in 2010, heavy periods, stress incontinence, retention with overflow, syncope vasovagal, anxiety, crushing injury of finger, depression, pelvic pain, muscle pain, lumbar pain, leg pain, serum potassium increased, thrombocythemia and thrombocytopenia. (As per mr): on (B)(6) 2011: patient underwent rad hysterosalpingogram. Previously administered products included for an unreported indication: ocp. Family history included endometrial cancer. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) since 2002 for birth control as well as alprazolam (eureplax) from (B)(6) 2015 to (B)(6) 2017, eletriptan from (B)(6) 2018, metoclopramide from (B)(6) 2014 to (B)(6) 2017 and rizatriptan from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) excessive clotting / heavy periods") and dysmenorrhoea ("dysmenorrhea (cramping) excessive cramping"), 4 months 16 days after insertion of essure. On (B)(6) 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("ankle joints aches"). On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced fatigue ("fatigue"). The patient was treated with ethinylestradiol; norethisterone acetate (junel) and surgery (on hysterectomy (full), (uterus and cervix removed) removed tubes and ovaries left in place). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, vaginal haemorrhage, dysmenorrhoea, fatigue and arthralgia outcome was unknown and the menorrhagia and migraine had resolved. The reporter considered arthralgia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: coil completely released with 3 coils in the endometrial cavity. Procedure repeated on the right side with similar results. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: essure implants in place. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs & mr received. Event 'injury' nos was replaced by the events: abnormal bleeding (vaginal, menorrhagia) excessive clotting / heavy periods, migraines / headaches, dysmenorrhea (cramping) excessive cramping, fatigue, pain: lower back pain / muscle achiness lower back, ankle joints aches, unable to walk / sit. Event outcome was added to the events: clotting and heavy periods, migraine. Lot number was added. Case became incident. Lab data, concomitant drugs, conditions, historical conditions and reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.